Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device"), pelvic pain ("severe pelvic pain / pain / left side of pelvic area"), genital haemorrhage ("abnormal bleeding"), ovarian cyst ("left ovarian cyst") and neoplasm malignant ("cancer") in a 39-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's past medical history included multigravida, parity 4 ((B)(6) 1993, (B)(6) 1992, (B)(6) 2004, (B)(6) 2009), non-smoker and pneumoperitoneum. Previously administered products included for an unreported indication: mirena iud from 1993 to 2002, anesthesia and morphine injectable. Concurrent conditions included overweight, hemorrhagic ovarian cyst, surgery and hemostasis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, 4 years 9 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("cramping"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neoplasm malignant (seriousness criterion medically significant), neoplasm ("tumor") and teratoma ("tertoma"). In 2018, the patient experienced amenorrhoea ("hormonal changes (no cycle for five year)"), fatigue ("fatigue") and weight decreased ("weight loss"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (left salpingoophorectomy coil and partial hysterectomy), surgery (left salpingoophorectomy coil and partial hysterectomy) and surgery (underwent oophorectomy). At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, ovarian cyst, neoplasm malignant, dysmenorrhoea, abdominal pain lower, amenorrhoea, fatigue, weight decreased, neoplasm and teratoma had resolved. The reporter considered abdominal pain lower, amenorrhoea, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, neoplasm, neoplasm malignant, ovarian cyst, pelvic pain, teratoma and weight decreased to be related to essure. The reporter commented: she did not advised of any complications or problems that occurred at the time of essure placement and removal procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. On (B)(6) 2014, surgical pathology report: the specimen is submitted as "left ovary and tube." Received in zinc supplemented 10% neutral buffered formalin in a container with appropriate demographic identification labeled "left ovary and tube" are fragments of membranous pink-tan to yellow-tan tissue measuring approximately 5.5 cm in aggregate and weighing 51 grams. There appears to be an intact fallopian tube measuring 7.0 cm in length and up to 0.5 cm in diameter, the fimbria is identified. Sections of the ovary have soft yellow-brown cut surfaces. Te-17. Cassette summary: 1 fallopian tube with entire fimbria 2-5 representative sections of ovary 6-17 regressed sections remainder of ovary. Diagnosis: ovary and fallopian tube, left, laparoscopic salpingooophorectomy: adult granulosa cell tumor. Tumor size: 8.7 cm (by ultrasound and CT, see gross description). Tumor grade: n/a. Capsule integrity: ruptured (see commend. Tumor on surface: indeterminate. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on or about (B)(6) 2014, left salpingo-oophorectomy). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident, no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device"), pelvic pain ("severe pelvic pain / pain / left side of pelvic area"), genital haemorrhage ("abnormal bleeding"), ovarian cyst ("left ovarian cyst") and neoplasm malignant ("cancer / cancer cells in tumor") in a 35-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's medical history included multigravida, parity 4 (B)(6) 2009, non-smoker and pneumoperitoneum. On (B)(6) 2014, surgical pathology report: the specimen is submitted as "left ovary and tube." Received in zinc supplemented 10% neutral buffered formalin in a container with appropriate demographic identification labeled "left ovary and tube" are fragments of membranous pink-tan to yellow-tan tissue measuring approximately 5.5 cm in aggregate and weighing 51 grams. There appears to be an intact fallopian tube measuring 7.0 cm in length and up to 0.5 cm in diameter, the fimbria is identified. Sections of the ovary have soft yellow-brown cut surfaces. Te-17. Cassette summary: 1 fallopian tube with entire fimbria 2-5 representative sections of ovary. 6-17 regressed sections remainder of ovary diagnosis: ovary and fallopian tube, left, laparoscopic salpingooophorectomy: adult granulosa cell tumor. Tumor size: 8.7 cm (by ultrasound and CT, see gross description). Tumor grade: n/a. Capsule integrity: ruptured (see commend.tumor on surface: indeterminate. Previously administered products included for an unreported indication: mirena iud from 1993 to 2002, anesthesia and morphine injectable. Concurrent conditions included overweight, hemorrhagic ovarian cyst, surgery and hemostasis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"), 4 months 20 days after insertion of essure. On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). In 2014, the patient was found to have neoplasm malignant (seriousness criterion medically significant) and experienced anaemia ("blood or heart disorder/condition type: anemia"). In 2018, the patient experienced amenorrhoea ("hormonal changes (no cycle for five year)") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, "), menorrhagia ("abnormal bleeding (menorrhagia)"), groin pain ("groin pain") and pain ("general pain"). The patient was treated with iron and surgery (bilateral salpingopherectomy coil and hysterectomy (full) and underwent oophorectomy(one side removal of ovary) left side). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, ovarian cyst, neoplasm malignant, dysmenorrhoea, abdominal pain lower, amenorrhoea, fatigue, weight decreased and pain had resolved and the anaemia, vaginal haemorrhage, menorrhagia, groin pain, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, groin pain, menorrhagia, neoplasm malignant, ovarian cyst, pain, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she did not advised of any complications or problems that occurred at the time of essure placement and removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received: events depression, mental anguish, weight gain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device"), pelvic pain ("severe pelvic pain / pain / left side of pelvic area"), genital haemorrhage ("abnormal bleeding"), ovarian cyst ("left ovarian cyst") and neoplasm malignant ("cancer / cancer cells in tumor") in a 39-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's past medical history included multigravida, parity 4 ((B)(6) 1993, (B)(6) 1992,(B)(6) 2004,(B)(6) 2009), non-smoker and pneumoperitoneum. Previously administered products included for an unreported indication: mirena iud from 1993 to 2002, anesthesia and morphine injectable. Concurrent conditions included overweight, hemorrhagic ovarian cyst, surgery and hemostasis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, 4 years 9 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("cramping"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neoplasm malignant (seriousness criterion medically significant), fatigue ("fatigue") and anaemia ("blood or heart disorder/condition type: anemia"). In 2018, the patient experienced amenorrhoea ("hormonal changes (no cycle for five year)") and weight decreased ("weight loss"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, "), menorrhagia ("abnormal bleeding (menorrhagia)"), groin pain ("groin pain") and pain ("general pain"). The patient was treated with iron, surgery (left salpingopherectomy coil and partial hysterectomy), surgery (left salpingopherectomy coil and partial hysterectomy) and surgery (underwent oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, ovarian cyst, neoplasm malignant, dysmenorrhoea, abdominal pain lower, amenorrhoea, fatigue, weight decreased and pain had resolved and the anaemia, vaginal haemorrhage, menorrhagia and groin pain outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, anaemia, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, groin pain, menorrhagia, neoplasm malignant, ovarian cyst, pain, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she did not advised of any complications or problems that occurred at the time of essure placement and removal procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. On (B)(6) 2014, surgical pathology report: the specimen is submitted as "left ovary and tube." Received in zinc supplemented 10% neutral buffered formalin in a container with appropriate demographic identification labeled "left ovary and tube" are fragments of membranous pink-tan to yellow-tan tissue measuring approximately 5.5 cm in aggregate and weighing 51 grams. There appears to be an intact fallopian tube measuring 7.0 cm in length and up to 0.5 cm in diameter, the fimbria is identified. Sections of the ovary have soft yellow-brown cut surfaces. Te-17 cassette summary: 1 fallopian tube with entire fimbria 2-5 representative sections of ovary 6-17 regressed sections remainder of ovary diagnosis: ovary and fallopian tube, left, laparoscopic salpingooophorectomy: - adult granulosa cell tumor. Tumor size: 8.7 cm (by ultrasound and CT, see gross description). Tumor grade: n/a. Capsule integrity: ruptured (see commend. Tumor on surface: indeterminate. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: pfs received: event abnormal bleeding (vaginal, menorrhagia); blood or heart disorder/condition type: anemia. Event tumor pt updated. Suspect start date and stop date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device'), pelvic pain ('severe pelvic pain / pain / left side of pelvic area'), genital haemorrhage ('abnormal bleeding'), ovarian cyst ('left ovarian cyst') and neoplasm malignant ('cancer / cancer cells in tumor') in a 35-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's medical history included multigravida, parity 4 ((B)(6) 1993, (B)(6) 1992,(B)(6) 2004,(B)(6) 2009), non-smoker and pneumoperitoneum. On (B)(6) 2014, surgical pathology report: the specimen is submitted as "left ovary and tube." Received in zinc supplemented 10% neutral buffered formalin in a container with appropriate demographic identification labeled "left ovary and tube" are fragments of membranous pink-tan to yellow-tan tissue measuring approximately 5.5 cm in aggregate and weighing 51 grams. There appears to be an intact fallopian tube measuring 7.0 cm in length and up to 0.5 cm in diameter, the fimbria is identified. Sections of the ovary have soft yellow-brown cut surfaces. Te-17 cassette summary: 1 fallopian tube with entire fimbria 2-5 representative sections of ovary 6-17 regressed sections remainder of ovary diagnosis: ovary and fallopian tube, left, laparoscopic salpingooophorectomy: adult granulosa cell tumor. Tumor size: 8.7 cm (by ultrasound and CT, see gross description). Tumor grade: n/a. Capsule integrity: ruptured (see commend. Tumor on surface: indeterminate. Previously administered products included for an unreported indication: mirena iud from 1993 to 2002, anesthesia and morphine injectable. Concurrent conditions included overweight, hemorrhagic ovarian cyst, surgery and hemostasis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"), 4 months 20 days after insertion of essure. On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). In 2014, the patient was found to have neoplasm malignant (seriousness criterion medically significant) and experienced anaemia ("blood or heart disorder/condition type: anemia"). In 2018, the patient experienced amenorrhoea ("hormonal changes (no cycle for five year)") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, "), menorrhagia ("abnormal bleeding (menorrhagia)"), groin pain ("groin pain"), pain ("general pain"), headache ("headaches") and post procedural complication ("post-removal complication"). The patient was treated with iron and surgery (bilateral salpingopherectomy coil and hysterectomy (full) and underwent oophorectomy(one side removal of ovary) left side). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, ovarian cyst, neoplasm malignant, dysmenorrhoea, abdominal pain lower, amenorrhoea, fatigue, weight decreased and pain had resolved and the anaemia, vaginal haemorrhage, menorrhagia, groin pain, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, neoplasm malignant, ovarian cyst, pain, pelvic pain, post procedural complication, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she did not advised of any complications or problems that occurred at the time of essure placement and removal procedure. Patient received treatment for pelvic pain, abdominal pain lower and headache. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Lot number: 646518, manufacturing date: 2009-06, expiration date:2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device"), pelvic pain ("severe pelvic pain / pain / left side of pelvic area"), genital haemorrhage ("abnormal bleeding") and ovarian cyst ("left ovarian cyst") in a 39-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's past medical history included multigravida, parity 4 ((B)(6) 1993, (B)(6) 1992,(B)(6) 2004,(B)(6) 2009), non-smoker and pneumoperitoneum. Previously administered products included for an unreported indication: mirena iud from 1993 to 2002, anesthesia and morphine injectable. Concurrent conditions included overweight, hemorrhagic ovarian cyst, surgery and hemostasis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("cramping"). In 2014, the patient experienced neoplasm ("tumor"), teratoma ("tertoma") and neoplasm malignant ("cancer"). In 2018, the patient experienced amenorrhoea ("hormonal changes (no cycle for five year)"), fatigue ("fatigue") and weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery, surgery (she underwent unilateral salpingo-oopherectomy left salpingoopherectomy coil on (B)(6) 2014 (other spec) and surgery (underwent oophorectomy). Essure was removed on 19(B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, ovarian cyst, dysmenorrhoea, abdominal pain lower, amenorrhoea, fatigue, weight decreased, neoplasm, teratoma and neoplasm malignant had resolved. The reporter considered abdominal pain lower, amenorrhoea, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, neoplasm, neoplasm malignant, ovarian cyst, pelvic pain, teratoma and weight decreased to be related to essure. The reporter commented: she did not advised of any complications or problems that occurred at the time of essure placement and removal procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. On (B)(6) 2014, surgical pathology report: the specimen is submitted as "left ovary and tube." Received in zinc supplemented 10% neutral buffered formalin in a container with appropriate demographic identification labeled "left ovary and tube" are fragments of membranous pink-tan to yellow-tan tissue measuring approximately 5.5 cm in aggregate and weighing 51 grams. There appears to be an intact fallopian tube measuring 7.0 cm in length and up to 0.5 cm in diameter, the fimbria was identified. Sections of the ovary have soft yellow-brown cut surfaces. Te-17 cassette summary: 1 fallopian tube with entire fimbria 2-5 representative sections of ovary. 6-17 regressed sections remainder of ovary diagnosis: ovary and fallopian tube, left, laparoscopic salpingooophorectomy: adult granulosa cell tumor. Tumor size: 8.7 cm (by ultrasound and CT, see gross description). Tumor grade: n/a. Capsule integrity: ruptured (see commend.tumor on surface: indeterminate. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Historical condition, historical drug, concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug indication.start date and stop date updated. Events abnormal bleeding, dysmenorrhea, cramping, hormonal changes, fatigue, weight loss, tumor, teratoma, cancer, expulsion of essure device, ovarian cyst and did not have hsg performed following insertion of essure micro-inserts nos were added from pfs and updated events and event outcome was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device'), pelvic pain ('severe pelvic pain / pain / left side of pelvic area'), genital haemorrhage ('abnormal bleeding'), ovarian cyst ('left ovarian cyst') and neoplasm malignant ('cancer / cancer cells in tumor') in a 35-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's medical history included multigravida, parity 4 ((B)(6) 1993, (B)(6) 1992,(B)(6) 2004,(B)(6) 2009), non-smoker and pneumoperitoneum. On (B)(6) 2014, surgical pathology report: the specimen is submitted as "left ovary and tube." Received in zinc supplemented 10% neutral buffered formalin in a container with appropriate demographic identification labeled "left ovary and tube" are fragments of membranous pink-tan to yellow-tan tissue measuring approximately 5.5 cm in aggregate and weighing 51 grams. There appears to be an intact fallopian tube measuring 7.0 cm in length and up to 0.5 cm in diameter, the fimbria is identified. Sections of the ovary have soft yellow-brown cut surfaces. Te-17 cassette summary: 1 fallopian tube with entire fimbria 2-5 representative sections of ovary 6-17 regressed sections remainder of ovary diagnosis: ovary and fallopian tube, left, laparoscopic salpingooophorectomy: - adult granulosa cell tumor. Tumor size: 8.7 cm (by ultrasound and CT, see gross description). Tumor grade: n/a. Capsule integrity: ruptured (see commend.tumor on surface: indeterminate. Previously administered products included for an unreported indication: mirena iud from 1993 to 2002, anesthesia and morphine injectable. Concurrent conditions included overweight, hemorrhagic ovarian cyst, surgery and hemostasis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"), 4 months 20 days after insertion of essure. On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). In 2014, the patient was found to have neoplasm malignant (seriousness criterion medically significant) and experienced anaemia ("blood or heart disorder/condition type: anemia"). In 2018, the patient experienced amenorrhoea ("hormonal changes (no cycle for five year)") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, "), menorrhagia ("abnormal bleeding (menorrhagia)"), groin pain ("groin pain"), pain ("general pain"), headache ("headaches") and post procedural complication ("post-removal complication"). The patient was treated with iron and surgery (bilateral salpingopherectomy coil and hysterectomy (full) and underwent oophorectomy(one side removal of ovary) left side). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, ovarian cyst, neoplasm malignant, dysmenorrhoea, abdominal pain lower, amenorrhoea, fatigue, weight decreased and pain had resolved and the anaemia, vaginal haemorrhage, menorrhagia, groin pain, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, neoplasm malignant, ovarian cyst, pain, pelvic pain, post procedural complication, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she did not advised of any complications or problems that occurred at the time of essure placement and removal procedure. Patient received treatment for pelvic pain, abdominal pain lower and headache. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new events headaches and post procedural complication was added. Rcc added. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.